Manufacturer narrative:
According to the information received from the field the recipient experienced a decrease in sound quality which appear to be related to an insufficient mechanical device coupling, which occurred as consequence of a post-operative fmt migration. Further adhesions were found at explantation, which likely caused interference with the fmt. The explanted device has not been received for investigation yet despite requested.

Event description:
The clinic reported that the user was experiencing a decrease in sound quality when using the device. The user has been re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reported that the user was experiencing a decrease in sound quality when using the device. The user was re-implanted.